Event description:
It was reported that low pacing impedance and sensing were observed. Lead dislodgement was found via fluoroscopy. Patient currently has sepsis. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.